Event description:
The facility contacted baxter (B)(4) to report a light sensitive drug set that "presented micro holes in the tubing". The customer did not "inform exactly which part of the [tubing] presented the deviation". This event occurred during infusion. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: due to contamination, the facility discarded the sample; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should relevant additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The customer is not sending the device to baxter for evaluation or repair as they will be self-servicing the device at their facility. A follow-up report will be filed if any additional details become available. This is a product not distributed in the us and does not have a 510(k) number.